Event description:
It was reported that the septum plug came out of the generator during an initial implant surgery. The surgeon was able to put the septum plug back into the generator, and impedance was within normal limits after the septum plug was in place. The generator was implanted in the patient after the septum plug was put back in place. The company representative that was present during the surgery confirmed that the surgeon did not back out the set screw too far and that there was no user error that caused the septum plug to come out. It was mentioned that the septum plug came out easily. The device history record of the generator was reviewed, and the device performed to specifications prior to release. There were no non-conformances identified. No further relevant information has been received to date.